Manufacturer narrative:
An ocd field engineer arrived on site and removed the probe in order to remove a clot. The vacuum and pressure were checked and found to be within specifications. The system was primed three times and no leaking was observed. The instrument was returned to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).

Event description:
Customer reported a probe drip. No error codes were posted. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.